Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 10atm. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older.